Manufacturer narrative:
Additional information section h3 device was not returned to manufacturer device evaluation: at the time of the investigation, product was not available for evaluation. Therefore, no testing could be performed. The reported event cannot be confirmed. Manufacturing records review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted. H3 other text : device was not returned.

Manufacturer narrative:
Patient identifier, age/date of birth, weight, ethnicity: unknown/not provided. A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that there was debris on the cone of the patient interface that was being used for the operative eye. There was no patient harm and no medical intervention needed. The procedure was completed successfully. Additional information was requested from customer to see if the foreign material was identified in the eye however, no response was received from the customer.